Event description:
A malfunction was reported on a pump by the customer, yet no notable events took place prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to report back if any malfunction code reappears.